Manufacturer narrative:
The event occurred in (B)(6). Initially it was reported ¿faulty mot¿ on the rotaflow ii console. New information regarding the reported failure has been received on (B)(6) 2022 by the getinge sales and service unit (ssu). The error message ¿err_motor_stop¿ occurred instead of ¿faulty mot¿ of the rotaflow drive. No harm to any person has been reported. The affected rota flow console with s/n (B)(4) was serviced by a getinge service technician and the technician was able to confirm the reported failure. The error message was displayed for a couple of seconds. He confirmed that the rotaflow drive head power connector was not pushed correctly into the rota flow ii (rf ii) console, which led to the reported failure. The system was tested and after 1.5 hours of testing the reported failure did not appear anymore. The device is back in use by the customer. The root cause for the reported failure "err_motor_stop" could be determined as a user error as the rotaflow drive head power connector was not correctly pushed into the rota flow ii (rf ii) console. Based on the investigation results the reported "err_motor_stop" could be confirmed but it is not a product related malfunction. A device history record (DHR) review was performed on (B)(4) 2022. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow ii system/en-01 · global · 2020-11. Chapter 14 preparing the application: 14.1 setting up the device: connect the cable from the drive to rotaflow ii. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in (B)(6). Initially it was reported ¿faulty mot¿ on the rotaflow ii console. New information regarding the reported failure has been received on (B)(6) 2022 by the getinge sales and service unit (ssu). The error message ¿err_motor_stop¿ occurred instead of ¿faulty mot¿ of the rotaflow drive. No harm to any person has been reported. Complaint ID: (B)(4).